Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. However, after 35 shock deliveries, the unit prompted "service mandatory, timer failure" (sm4). The control board was removed and the same reinstalled, but the sm4 condition could not be duplicated. As a precautionary measure, the control board was replaced. The reported complaint of the unit powering off during monitoring could not be duplicated. The pt cable and electrodes used at the scene were not returned for eval. A "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. A "check electrodes" prompt, if allowed to continue, will cause the unit to shut down after 2 minutes. The hs3000 operating instructions explain this prompt and what to do should it occur. The customer was sent a letter explaining our eval.

Event description:
During an incident in 1999, involving a female pt in respiratory distress, this defibrillator was being used with classic stress pads to monitor the pt and the unit shut off after a few minutes. This happened 3 or 4 times. An ambulance arrived and transported the pt to a hosp alive.